Manufacturer narrative:
The autopulse nimh battery (B)(4) involved in the event was returned to zoll on (B)(4) 2012 and was analyzed. Visual inspection of the battery showed no discrepancies. Furthermore, the reported problem was not confirmed. The battery passed testing. However, it was noted that the battery was not properly maintained (i.e. Test cycled on a monthly basis). The autopulse system labeling requires the user to "test cycle" each battery once a month. Not following the recommended battery maintenance may result in faster aging. No adverse event was reported.

Event description:
It was reported that batteries have failed testing. Battery sn: (B)(4), MFR report # 3003793491-2013-00165. Battery sn: (B)(4), MFR report # 3003793491-2013-00166. Battery sn: (B)(4), MFR report # 3003793494-2013-00167. Battery sn: (B)(4), MFR report # 3003793491-2013-00168. Battery sn: (B)(4), MFR report # 3003793491-2013-00169.